Event description:
It was reported that a patient died. The patient underwent a percutaneous coronary intervention (pci) procedure targeting both the left anterior descending (lad) and the right coronary artery (rca). During treatment of a long, moderately calcified and mildly tortuous lesion in the rca, a 2.50 mm x 30 mm emerge balloon catheter was advanced for dilatation. At the beginning of the third inflation, the balloon ruptured at a pressure of less than 14 atm. Following the rupture, no blood flow in the rca and the patient experienced a brief asystolic episode. The physician attempted to remove the device, however, only the catheter shaft was retrieved. The full 30 mm balloon material remained inside the patient and was not visible on angiography. The physician proceeded to place stent in the rca to restore blood flow, which was successfully re-established. The patient was stable post-procedure and was discharged the same day. Two days post-discharge, the patient returned to the hospital in a worsened condition. A diagnostic coronary angiography revealed a complete occlusion of the rca, which could not be re-opened. The patient subsequently passed away, with cardiac failure listed as the official cause of death.

Manufacturer narrative:
G4: premarket / 510(k): k163174.

Manufacturer narrative:
E1: initial reporter email updated. G4: premarket/510(k): k163174.

Event description:
It was reported that a patient died. The patient underwent a percutaneous coronary intervention (pci) procedure targeting both the left anterior descending (lad) and the right coronary artery (rca). During treatment of a long, moderately calcified and mildly tortuous lesion in the rca, a 2.50 mm x 30 mm emerge balloon catheter was advanced for dilatation. At the beginning of the third inflation, the balloon ruptured at a pressure of less than 14 atm. Following the rupture, no blood flow in the rca and the patient experienced a brief asystolic episode. The physician attempted to remove the device, however, only the catheter shaft was retrieved. The full 30 mm balloon material remained inside the patient and was not visible on angiography. The physician proceeded to place stent in the rca to restore blood flow, which was successfully re-established. The patient was stable post-procedure and was discharged the same day. Two days post-discharge, the patient returned to the hospital in a worsened condition. A diagnostic coronary angiography revealed a complete occlusion of the rca, which could not be re-opened. The patient subsequently passed away, with cardiac failure listed as the official cause of death. It was further reported that the physician attempted retrieval using a lasso, a standard technique for foreign body extraction, though the effort was unsuccessful.